Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combo set blood leak occurred within the first few minutes of a patient¿s hemodialysis (hd) treatment. It was also reported that air entered the circuit, and an air detector alarm sounded on the hd machine. The patient was dialyzing on a fresenius 2008t machine with an optiflux dialyzer. The blood was seen leaking from a small cut (or slice) on the arterial segment of the combi set bloodline. During priming, the rn stated there were no machine alarms or leaks noted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported blood loss. The patient completed their treatment after being re-setup with new supplies on the same machine. The combi set was not available to be returned for evaluation as it was reportedly discarded. The rn confirmed that there were no issues with any other bloodlines from this lot.

Event description:
A user facility registered nurse (rn) reported that a combi set blood leak occurred within the first few minutes of a patient¿s hemodialysis (hd) treatment. It was also reported that air entered the circuit, and an air detector alarm sounded on the hd machine. The patient was dialyzing on a fresenius 2008t machine with an optiflux dialyzer. The blood was seen leaking from a small cut (or slice) on the arterial segment of the combi set bloodline. During priming, the rn stated there were no machine alarms or leaks noted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported blood loss. The patient completed their treatment after being re-setup with new supplies on the same machine. The combi set was not available to be returned for evaluation as it was reportedly discarded. The rn confirmed that there were no issues with any other bloodlines from this lot.

Manufacturer narrative:
Additional information: g1 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.